Event description:
It was reported that a patient underwent a breast reconstruction procedure on (B)(6) 2015 and suture was used. During the procedure it was found that the needle had punctured the packaging of the suture. The procedure was completed with another like device. There were no adverse patient consequences reported. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
The packaging was sealed when the problem was noticed. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.